Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. After impella weaning and removal, the attempt to close the access site utilizing perclose and angioseal were unsuccessful. Manual pressure was held in an effort to resolve the issue. After compression was complete, it was stated that the patient's distal limb was mottled and doppler pulses were not present. A decision was made to perform a contralateral distal angiogram. It was reported that the angiogram identified an occlusion of the common femoral artery. A balloon angioplasty was initiated and flow to the distal limb was restored. It was reported that a thrombus in the patient's popliteal was aspirated. Good doppler pulses post procedure.